Event description:
Telemetry on the 4th floor went down last night and lost monitoring capabilities completely. Could not monitor 4th floor pts on the central 3rd floor station (per usual procedures/protocol). All of the three capabilities of the server (went down) at the time. Clinical engineering came in and determined the hard drive was bad. The 4th floor monitor equipment was moved to the 3rd floor where the patients could be monitored. The physician was notified. Philips representative came in at 0300 and brought the system to the point that all of the (telemetry) ordered patients (were able to be monitored) on the 3rd floor only. There is not a central telemetry monitor on the 4th floor. The phillips rep said the hard drive is broken and the part to fix it will be in at the soonest (in about 72 hours). During the time that a central monitor was not functional (22:30 to 02:30); transport monitors, dynamaps, a sitter, and q15 min rate and rhythm checks were implemented to monitor our pts. Patients chosen to have use of the telemetry transport monitors (there were two) was based on those having rhythm changes the previous 24 hrs before.